Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. The samples from the customer were only received for evaluation. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
Customer states increased platelets clumps and clotted specimens. Tubes seem to be slow to fill. They suspect it could be tube vacuum related. They have seen this increase in clotted specimens and increased platelet clumps since they moved from bd to greiner. The site has not documented formally the occurrences. When asked if this occurs when a particular device is used, the customer advised all collection devices seem to be similar. The tubes are properly filled to the fill mark +/- 10%. No photos available due to hospital policy related to photography in the facility. Our question whether platelet clumping occurred with the sodium citrate tubes was answered: that no sodium citrate blood was put under the microscope. Upon our further inquiry we received the confirmation that clotted specimens occured with fibrin strand was present and aso that underfilled occurred.

Manufacturer narrative:
Received 50 pcs 454334/a21113wn, 50 pcs 454334/a211235a, 50 pcs 454334/a211139l, and 50 pcs 454322/a21113ee for evaluation. No customer pictures were received. We have no remaining inventory for any of the claimed materials/batches. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, review of production documentation revealed no deviations in association with the reported issue, and during the entire manufacturing process, no abnormalities were observed that affect the function of the tubes. Customer samples were evaluated for draw volume and the amount of additive of the samples, and all results are within the acceptable tolerance range. No deviations were detected. The alleged malfunction could not be duplicated. Corrected data: h3: samples received; h6 type of investigation, investigation findings, investigation conclusion.